Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's mother was assisted with troubleshooting. The customer's blood glucose was 300 mg/dl at the time of the incident. The mother stated the insulin pump was exposed to fluid/moisture when customer was pushed in a pool and the insulin pump was submerged in water. The customer's mother stated that the insulin pump display went blank immediately after moisture exposure. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.